Event description:
A patient reported experiencing inaccrate erratic results with a otp meter. The patient's blood glucose results were 185mg/dl, 109mg/dl. Tests were done with less than 10 minutes with a difference of 46%. Patient did not experience any adverse events. No further information has been reported.